Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was broken at the stopcock. This occurred during infusion of saline solution. The reporter stated that the issue resulted in minor blood loss for the patient. There was no visible damaged noted to the product or the packaging prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the male luer was disconnected from the female luer of the stopcock. Further visual inspection revealed that there was no obvious damage to the luers. The stopcock female luer and male luer were then iso gauged and found to meet specification. The male luer was reattached to the stopcock, and a pull test was performed with no issues noted. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.